Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed with a program alarm anomaly; the insulin pump alarmed and then turned off and continued to alarm. The patient's blood glucose at the time of incident was 143 mg/dl. Troubleshooting was initiated and the customer was unable to clear the alarm. The customer removed the battery for five minutes and then reinserted the battery, but the display did not return. The customer was advised to revert to their medically prescribed back-up plan. She was also instructed to leave the battery out for two hours and call back if the display does not return. No products were returned or replaced.